Manufacturer narrative:
The customer reported failure of missing segments was confirmed. The front board was replaced and the problem solved. (B)(4).

Event description:
Covidien received a report of a n-560 missing display segments. Customer confirmed there was no patient harm.